Manufacturer narrative:
(B)(4). The device was not returned to edwards as it remains implanted. Device history record could not be reviewed as the serial number is unknown. Follow up attempt to obtain further information was performed, however, no additional information was available. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The clinical statements cannot be confirmed and the root cause for stenosis of this device remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that patient will be undergoing a valve-in-valve procedure. On (B)(6) 2015, a second device, 26mm bioprosthetic valve, was implanted into a 25mm bioprosthetic valve in the aortic position via valve-in-valve procedure. The implant duration is approximately nine (9) years. The reason for the procedure was aortic stenosis.